Manufacturer narrative:
Internal complaint reference: (B)(4). Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that on literature review "knee arthrodesis is a durable option for the salvage of infected total knee arthroplasty", thirty eight (38) patients suffered from ambulation difficulties after a knee arthrodesis (ka) procedure. At 2 years after the ka procedure, 7 patients remained non-ambulatory and 32 patients needed an assistive device to ambulate. It is unknown if the ambulatory issues were treated anyhow or if they were permanent. The ka procedure was initially performed for the salvage of a failed total knee arthroplasty (unspecified system from an unspecified manufacturer) after a periprosthetic joint infection. No further information is available at this time.

Manufacturer narrative:
Results of investigation: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it should be noted, ambulation difficulty is a known complication of knee arthrodesis. The fusion procedure cannot be ruled out as the contributing factor to the reported ambulation difficulty. Also it is not clear what the comorbidities, surgical history and ambulation abilities were prior to the knee arthrodesis. It cannot be concluded there was a mal performance of the implant or implant failure of the intramedullary nail. With the limited information provided, the impact to the patients beyond the reported events cannot be concluded. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to postoperative care, surgical/post operative complications, healing issues, patient condition or abnormal loading of limb. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h3, h6 (health effect - impact code).

Event description:
It was reported that on literature review "knee arthrodesis is a durable option for the salvage of infected total knee arthroplasty", thirty nine (39) patients suffered from ambulation difficulties after a knee arthrodesis (ka) procedure. At 2 years after the ka procedure, 7 patients remained non-ambulatory and 32 patients needed an assistive device to ambulate. It is unknown if the ambulatory issues were treated anyhow or if they were permanent. The ka procedure was initially performed for the salvage of a failed total knee arthroplasty (unspecified system from an unspecified manufacturer) after a periprosthetic joint infection. No further information is available at this time.

Manufacturer narrative:
H11: corrected information in section b5 (quantity of patients involved was updated).